Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix and tissue entwined within it. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Laboratory analysis was unable to identify any device characteristics that would have caused or contributed to the reported clinical observation of dislodgement.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited threshold changes shortly after implant; an x-ray was obtained confirming lead dislodgement. A revision procedure was performed wherein physician attempted to reposition the lead but was unable to extend the helix. The lead was subsequently explanted and replaced. No additional adverse patient effects were reported.